Event description:
Customer called to say that she had elevated blood glucose levels that ranged between 237-422 mg/dl before she finally took this pod off and started a new pod. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed a damaged component which caused additional damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.